Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The implant date is only know as "2018". Therefore, (B)(6) 2018 is being used to calculate the minimum implant duration. The event date is only known as "2019". Therefore, (B)(6) 2019 is being used to calculate the minimum implant duration. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from united kingdom, this patient with a 3300tfx23mm valve implanted in the aortic position, was diagnosed with endocarditis after an estimated implant duration of one day. As reported, the infection was treated with antibiotics and the patient was well after the event.